Event description:
The patient received a scs system on (B)(6) 2006. It was reported on (B)(6) 2011 that the patient is not feeling stimulation. Her programmer is non-functional, there is no beeping sound or display, patient tried new batteries to no avail. A new charging antenna and a new programmer was sent to patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.